Manufacturer narrative:
(B)(4) . D10: medical product: fem size c right: catalog#00588001302, lot#61047563; 17mm height size c articular surface with hinge post extension: catalog#00588003017, lot#61096326; distal femoral augment block precoat may be used with posterior and/or anterior blocks size c 5 mm augment with screw: catalog#00599003310, lot#63255799, qty 2; posterior femoral augment block precoat may be used with distal and/or anterior blocks size c 5 mm augment with screw: catalog#00599003301, lot#ni, qty (B)(4). G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - stem. Diligence is in progress to determine whether the device is available for further evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient began to experience instability in the knee. Diagnostic images revealed a fracture of the femoral component. Subsequently, the patient underwent revision surgery in which the femoral component, femoral stem, and articular surface were replaced without complication.